Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the tip of the tome splintered when exiting the scope. No pieces of the tip detached. The procedure was completed with another manufacturers device. The patient "coded" during the procedure and was placed on a ventilator following the procedure. Additional information from the complainant indicated that the patient was taken off the ventilator and is recovering. The complainant has indicated that the exact cause of the patient coding is not known however indicated that the patient suffers from several underlying medical conditions. Complainant indicated that the adverse event was not as a result of the bsc device malfunction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) (several underlying medical conditions. Patient "coded" during the procedure and was placed on a ventilator; not product related). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.